Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a faulty reservoir. The customer's blood glucose reading was unknown. The customer stated that there is a leak past the second o-ring. The customer stated that the infusion set and reservoir were connected in an angle. The customer stated that they noticed the leaking reservoir when they filled the insulin inside the reservoir. The customer stated that the o-rings were not malformed in package. The customer stated that there was fluid in the pump. The customer was able to troubleshoot.